Manufacturer narrative:
(B)(4).

Event description:
(Os 18.865). The dentist reported that 10 days after the dental implant was installed in intraoral region #5, it was verified its non osseointegration. A 25 ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type iii). The implant was carried out immediately. The patient presented infection.